Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not working, and no light came on at all. A field service engineer replaced the scanner to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a barcode scanner was not lighting up. The customer stated that the malfunction occurred when user trying to issue medication to patient, but the user was able to retrieve medications from the pharmacy and there was a delay in dispensing medications to a patient. There were no adverse events or injuries reported based on this event.